Event description:
It was reported that caller experienced tandem mobi cartridge alarm during cartridge loading on pump, identified by technical support as cartridge alarm 30, and caller had not previously reported similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge before contacting technical support, successfully resumed insulin therapy, and since issue had already been resolved, technical support was unable to perform additional troubleshooting, and lot number for involved cartridge pack was unavailable.